Manufacturer narrative:
Concomitant medical products: 5076-58, lead; 5076-52, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was found to have only one configuration pacing at high thresholds and no capture of other configurations. Chest x-ray revealed the lead pulled back with pole one in lateral vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.